Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that the device is automatically powering on and off. The event was outside of use and there was no reported patient nor user harm. Remote support was provided, it was determined the issue is a result of a failure with the som (system-on-module) pca (printed circuit assembly). The som pca was ordered and sent to the customer. The rse confirmed the som pca was replaced, resolving the issue. The device was returned to service and remains at the customer site. The component was replaced to resolve the issue and we are expecting the return of the exchanged failed part. Upon receipt at philips the component will be evaluated, and the complaint will be reopened. Based on the information available, the cause of the reported problem was component failure. The reported problem was confirmed. The customer was provided a replacement component to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : remote support provided.

Event description:
It was reported to philips that the efficia dfm100 is automatically switching off and not switching on. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address: (B)(6).